Manufacturer narrative:
Event date is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was having uncomfortable stimulation and to address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.

Manufacturer narrative:
(B)(4).